Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red itchy, burning broken skin. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.